Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed de novo distal right coronary artery (drca) lesion. A 3x15mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion with resistance from the anatomy. The balloon was inflated one time to 10 atmospheres (atm) and ruptured. The device was removed from the anatomy without issue. There was no adverse patient effect or a clinically significant delay in the procedure. Another trek bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.